Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that left seat frame was bad due to wear and tear. The bolt hole in the frame is stripped.